Manufacturer narrative:
Device not returned.

Event description:
Reportedly, after six months of use and sterilization following manufacturing dfu the customer experienced problems with sizer cracking and missing pieces.